Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had inappropriate delivered shock therapy years ago. It was discovered that this patient's right ventricular (rv) lead had fractured. Additionally, it was alleged that this product depleted prematurely. The patient underwent a revision procedure and this ICD was explanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.